Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent right knee arthroplasty revision due to loosening of the femoral hinge and infection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: zimmer nexgen rotating hinge knee femoral, size f, right (catalog# 00-5880-016-02, l/n 63240286 ); zimmer nexgen rotating hinge knee precoat tibial plate, size 6 (catalog# 00-5880-006-00, l/n 63229807); zimmer nexgen straight long stem extension 16mm x 200mm (catalog# 00-5988-011-16, l/n 62110447); zimmer nexgen precoat rotating hinge knee femoral augment 5mm posterior augment (catalog# 00599003601*op9450, l/n 62627369); zimmer nexgen precoat rotating hinge knee femoral augment 5mm posterior augment (catalog# 00599003601*op9450, l/n 62998836); zimmer nexgen straight stem extension 10mm x 145mm (catalog# 00-5988-010-10, 63198709); zimmer nexgen precoat cra/lcck/rhk 5mm distal femoral augment for size f only (catalog # 00-5990-036-10, lot #: unk). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned components exhibit signs of being implanted scratched gouged augments and stem extension are assembled to the femoral component the tibia also has a stem extension assembled to it the hinge post and hinge post extension exhibit damaged threads. Surgical note from the implantation procedure was provided for review. It shows there were no issues during the surgery and all procedure followed precisely. Final knee examination identified good stability of the implants that allowed 110 degrees of flexion and full extension/ moreover, the implants was stable in both frontal and sagittal planes. Frontal and lateral x-rays after surgery completion were satisfactory. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being filed in conjunction with the following reports as they are for the same patient: 0001822565-2016-03666, 0001822565-2016-02973.